Event description:
Drained her knee to alleviate the swelling and pain [arthrocentesis] drained her knee to alleviate the swelling and pain [injection site joint effusion] that night her left knee started to swell [injection site joint swelling] she was in a lot of pain (left knee) [injection site joint pain]. Case narrative: initial information received on 27-jul-2022 regarding an unsolicited valid serious case received from other health care professional via health authorities of united states under reference mw5108565. This case involves an unknown age female patient who drained her knee to alleviate the swelling and pain, that night her left knee started to swell and she was in a lot of pain (left knee) with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), and family history were not provided. Patient received first synvisc shot at doctor's office on 2022. No reactions or side effects. In 2022, the patient received second synvisc (hylan g-f 20, sodium hyaluronate) injection in her left knee (strength:16mg/2ml) (dose, route, frequency, batch number, expiry date, indication: unknown). Information on batch number was requested. On an unknown date in 2022, on same night her left knee started to swell (injection site joint swelling) and she was in a lot of pain (injection site joint pain). On an unknown date in 2022, after unknown latency, she contacted the doctor's office and they drained her knee to alleviate the swelling and pain (injection site joint effusion) (aspiration joint). She stated she felt much better afterwards. She states the doctor cancelled her 3rd shot. She had a follow up appointment on unknown date in 2022 with her doctor's office. Action taken: drug withdrawn for all the events. Corrective treatment: drained her knee for injection site joint effusion, injection site joint pain and injection site joint swelling. Outcome: recovering for all the events. Seriousness criteria: medically significant for all events. A ptc (product technical complaint) was initiated on 27-jul-2022, for synvisc (batch number and expiry date: unknown) with global ptc number (B)(4). The sample was not available. The ptc stated that based on the complaint from intake team, there was no quality related defect that would attribute to a death or serious injury. The defect class has been updated to ii. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive actions) was required. (B)(6) 2023. The final investigation was completed on 12-may-2023 with summarized conclusion as no assessment possible. Additional information was received on 27-jul-2023 via quality department from other healthcare professional. Ptc details and strength added; event joint effusion was recoded to injection site joint effusion; outcome updated for all the events; seriousness criteria for all events updated. Text amended. Additional information was received on 12-may-2023 via quality department from other healthcare professional. Ptc result added. Text amended.

Event description:
Drained her knee to alleviate the swelling and pain [arthrocentesis] . Drained her knee to alleviate the swelling and pain [injection site joint effusion]. That night her left knee started to swell [injection site joint swelling] . She was in a lot of pain (left knee) [injection site joint pain]. Case narrative: initial information received on 27-jul-2022 regarding an unsolicited valid serious case received from other health care professional via health authorities of united states under reference mw5108565. This case involves an unknown age female patient who drained her knee to alleviate the swelling and pain, that night her left knee started to swell and she was in a lot of pain (left knee) with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), and family history were not provided. Patient received first synvisc shot at doctor's office on 2022. No reactions or side effects. In 2022, the patient received second synvisc (hylan g-f 20, sodium hyaluronate) injection in her left knee (strength:16mg/2ml) (dose, route, frequency, batch number, expiry date, indication: unknown). Information on batch number was requested. On an unknown date in 2022, on same night her left knee started to swell (injection site joint swelling) and she was in a lot of pain (injection site joint pain). On an unknown date in 2022, after unknown latency, she contacted the doctor's office and they drained her knee to alleviate the swelling and pain (injection site joint effusion) (aspiration joint). She stated she felt much better afterwards. She states the doctor cancelled her 3rd shot. She had a follow up appointment on unknown date in 2022 with her doctor's office. Action taken: drug withdrawn for all the events. Corrective treatment: drained her knee for injection site joint effusion, injection site joint pain and injection site joint swelling outcome: recovering for all the events seriousness criteria: medically significant for all events. A ptc (product technical complaint) was initiated on 27-jul-2022, for synvisc (batch number and expiry date: unknown) with global ptc number (B)(4). The sample was not available. The ptc stated that it is in process. Additional information was received on 27-jul-2023 via quality department from other healthcare professional. Ptc details and strength added; event joint effusion was recoded to injection site joint effusion; outcome updated for all the events; seriousness criteria for all events updated. Text amended.